Manufacturer narrative:
Investigation - evaluation. Reviews of the complaint history, device history record, drawing, instructions for use (IFU), and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the quality control procedures and instructions for use were conducted, and no gaps were discovered. Based on the information provided and no product returned, investigation has concluded that no cause could be established for the device failure. Measures are being conducted to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Age: (B)(6). PMA/510(k) number: k130293. Occupation: non - healthcare professional - lab manager. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a below the knee peripheral angiogram procedure with intervention, an advance 18 lp low profile balloon catheter ruptured. The balloon was advanced through a 6 fr. Cook high- flex ansel sheath to the target lesion. The device was only inflated once using an unknown inflation device and contrast at a 50/50 contrast to saline ratio. The rupture occurred at 8 atmospheres and the complaint device was then removed by itself. Reportedly, the target lesion did not contain angulation, tortuosity, or calcification; however, the lesion was reportedly 90% occluded. It is unknown if the balloon ruptured circumferentially or longitudinally. Blood was noted in the inflation device. Another cook balloon was opened and used successfully to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.